Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was admitted to the hospital with fever and ventricular tachycardia with multiple appropriate therapies. The patient was found to be septic due to a (B)(6) and in cardiogenic shock. The right ventricular lead exhibited possible thrombus and/or vegetation. The patient was too unstable to perform a lead extraction. The cause of death was noted to be sudden cardiac arrest.